Event description:
Per the clinic, the patient developed an infection at the implant site and experienced an extrusion of the electrode lead into the external auditory canal. The patient was treated with oral antibiotics twice (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 14, 2024.

Manufacturer narrative:
This report is submitted on april 5, 2024.